Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 09-may-2017, an fse visited the customer to address the reported event. During servicing, fse found the wash probe 2 support plate resting on top of the wash probe 3 support plate. Fse identified that this was causing the mechanical binding probhibing wash probe from completing tasks during movements. The issue likely occurred during nightly maintenance. Fse then realigned the wash probes and oeprated without error. The customer ran controls and verified. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was the probe support plate as moved to interfere with adjacent probe assembly after nightly maintenance.

Event description:
On (B)(6) 2017, a customer reported error 2050 (schedule control start delay) with their a1a-2000 analyzer. The customer rebooted the instrument but it did not resolve the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.